Manufacturer narrative:
The suspect tracheostomy tube was returned for inspection. A review of the device history records could not be performed as lot information was provided. Visual inspection observed the device had been used. Closer review observed a large hole in the cuff material. Manufacturing performs a 100% leak test prior to product packaging and dispersal. Had the cuff been damaged at that time, the leak would have been noted and the device scrapped. The cuff damage is consistent with contact made with a sharp object during device use. No evidence was found to suggest the reported product fault was related to an intrinsic product fault.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that cuff pressure was checked in the evening time. By the next morning the cuff pressure had decreased to almost zero. New tube was placed without issue. No adverse health outcome resulted.